Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had not been feeling well for the past 18 months. It was reported that he had "vibrations" in his chest area, power elevations, and hemolysis with a lactate dehydrogenase level as high as the "700-900" range. The patient underwent a heart transplant procedure and the pump will be returned for evaluation.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for evaluation. No further information is available at this time. A supplemental report will be submitted when the device investigation is completed.